Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition, the internal battery was faulty and the device failed a test step during testing. The device was returned to a third party service center for evaluation. The device's fio2 sensor was found to be loose causing the service required alarm condtion and would have caused the failed test step. The device's fio2 sensor was replaced to address the issues. There was no malfunction of the internal battery noted.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing, a "service required alarm condition occurred and an internal battery was faulty. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.